Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 10mm in length and extended from a position 6mm distal of the proximal markerband to 16mm distal of the proximal markerband. The investigator was unable to inflate the balloon due to the longitudinal tear in the balloon material. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 05jan2026. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter advanced for dilation. However, during dilation, the balloon did not expand, and contrast agent leaked. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a longitudinal tear was identified in the balloon material.